Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction it was reported that for about a month now, they had been having urinary incontinence. The patient stated they had spoken with a manufacturing representative (rep) about the issue 3 weeks ago and that they had adjusted the settings for the patient. Patient stated that their urinary incontinence had happened right after they had their MRI mode deactivated and the therapy was turned back on after the patient had an abdominal MRI scan. Patient stated the rep didn't think that the MRI did anything but the patient stated, "the therapy helped until I turned it back on after the MRI." Patient stated since the adjustment with the rep, they were still experiencing the incontinence and intermittently they were also having discomfort, like a stabbing pain in their right vaginal area when they were sitting or laying down. Patient stated they spoke with the rep again today ((B)(6) 2024) but they told them they were not available to help today and advised the patient to call patient services and to go to program 3 and then try program 6 if program 3 didn't help. Patient services wanted to note that the patient had a helper who was assisting them with the external devices because the patient was unable to use them. Patient stated it was difficult to use them due to the patient having rheumatoid arthritis in their hands. Patient stated that the helper would always help them with adjustments. Patient services reviewed therapy expectations and programming and stimulation considerations with the patient was able to successfully connect to see the patient's settings. The therapy was on, on program 7 at 6.1 ma. On the call, the helper switched the patient to program 3 and increased the stimulation up to 4.8 ma. Patient confirmed feeling the stimulation comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms. Patient knew to try program 6 if the patient felt that program 3 wasn't helping.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.